Manufacturer narrative:
No patient information provided as no patient was involved in this concern. The probe was returned for analysis. Through visual and functional examination it was confirmed that the tip of the probe was visibly bent. However, the probe was able to verify when attached to a known good tracker. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside a procedure. It was reported that the ostium probe¿s tip was bent during shipping. There was no patient present when this issue was identified.